Event description:
The pump was sent to the baxter service center for repair. During service the pump turned on and off by itself. The hospital bio-med was contacted to obtain additional details. No additional details were available. It is not known where the pump came from or if it failed during clinical use. No additional contacts available. No patient injury or medical intervention reported.